Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strips had a poor storage(bathroom).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 280, 263 and 242 mg/dl. The customer's expected fasting blood glucose test result range is 95 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification,customer stores the product in the bathroom. The test strip lot manufacturer's expiration date is 11/16/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (customer has impaired vision and was not able to read date/time very well): (B)(6). Memory concerns: the customer is concerned of all results. Customer keeps the meter and strips in the bathroom. Customer educated on the product proper storage environmental conditions. Customer had impaired vision, was not able to read date and time on the meter memory very well. Meter memory was not set with date and time correctly but the customer states that the time and date are correct.